Event description:
It was reported that the insulin pump was stuck in the rewind process. The blood glucose reading was 110 mg/dl. The customer stated that when he went to reload the reservoir when the issue occurred. Upon troubleshooting, the expected device response did not occur; however, the customer stated that his device appeared to be functioning and delivered a bolus successfully. He was advised to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.